Manufacturer narrative:
Due to ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.

Event description:
It was reported that surgeon revised pt's left rejuvenate hip as pt was having pain. Surgeon replaced with restoration modular hip.